Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx coronary drug eluting stent was attempted to be used to treat a non calcified lesion during an unplanned pci procedure. The device was inspected prior to use with no issues noted. Negative prep was not performed. The lesion was pre-dilated. Resistance was encountered when advancing the device but excessive force was not used. It was reported that the stent failed to pass though the end of a 6f non-medtronic guide extension catheter and when removed it was noted that the stent had dislodged and was hung up on the proximal portion of the guide extension catheter. It was stated that the stent never exited the guide extension catheter. The procedure was completed using a longer 6f non-medtronic guide extension catheter and another medtronic stent. No patient injury reported.

Manufacturer narrative:
Additional information: the device was being used to treat a lesion in the mid right coronary artery with 99% stenosis and a timi 1 flow. The stent was damaged as a result of it getting hung up on the non-medtronic catheter. No intervention was required to remove the di slodged stent. The physician believes that it was excessive tortuosity in the subclavian using the right radial approach that pinched the lumen of the non-medtronic guide extension catheter that caused the dislodgement to happen and not the intended lesion in the coronary artery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis summary: the device returned with the stent not present on the balloon. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. Blood visible in balloon. Deformation was evident to the dislodged stent with stent wraps bunched. Deformation evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Images were also returned for analysis. Images show the dislodged and deformed stent and the 6f guide extension catheter from where the user appears to have removed the deformed stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.